Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the front panel issue could not be determined. Because the issue was resolved through troubleshooting, it is possible that the issue occurred due to the device's settings. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to examine the switch presets in the user settings. The customer requested the IFU for the cv0-190 and tac provided the customer. The customer called and stated the issue was resolved with the custom 1 and 2 by checking the user settings. It was switched to a different user, and it was switched to their "normal" user the issue was resolved. However, now it was displaying a n207, and the customer was provided a document to address the n207 error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, on the evis exera iii video system center, the custom buttons 1 and 2 do not work properly and display notification messages such as enhance n936 and iris n956. There were no reports of patient harm associated with this event.